Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt rec'd an epidural injection to the spine. Since then her neurostimulator no longer worked properly. She had to go back to self catheterization. Further info has been requested from the hcp.

Manufacturer narrative:
(B) (4).